Manufacturer narrative:
Philips has investigated this complaint. According to addition information received the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was unable to start¿. Review of the system log file showed that a frame grabber card initialization error, resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and hard disk. After replacements of parts and reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. There was no reported patient or user harm. A philips field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the flexvision pc, and the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.